Event description:
It was reported that during a clinic visit, this health care professional (hcp) called technical services (ts) and requested a review of the pacemaker system presenting electrogram (egm) due to changes in right ventricular (rv) threshold and impedances. It was noted that the patient currently has pneumonia upon review, ts stated the egm showed a trend of increasing right ventricular (rv) pacing thresholds on the right ventricular auto threshold (rvat) tests results in the past month. Ts was also able to confirm a drop in rv lead impedances, however the drop in impedances were within normal limits. Ts was able to confirm rv capture, and no noise was observed on the presenting egm. The hcp noted that xray images were taken that looked normal and isometrics results were negative. Ts discussed with hcp on possible causes in the rv impedance and threshold changes, speculating patient current condition as a probable cause. Ts recommended closer monitoring until patient current condition is resolved. At this time, the rv lead remain in service. No additional adverse patient effects were reported. Subsequent additional information was reported that during a clinic visit, a manual threshold test was performed. The results were reviewed by the physician. High pacing thresholds and low impedances measurements were exhibited. It was noted that during the threshold testing, patient reported experiencing palpatations. The physician suspects cause to be the beginning of lead issue. At this time, the rv lead remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that this rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.